Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2019-sep-20. It was reported that the cause of the volume discrepancy was that the pump was not delivering the programmed rate/volume. The patient had been referred to neurosurgery for a replacement. The issue was not yet resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative and healthcare provider via a company representative. It was noted that as per the patient there was a volume discrepancy at each of his last two pump refills by approximately 7 ml over what the pump reservoir volume was reported. The date of the event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Environmental/external/patient factors that may have led or contributed to the issue was unknown. The pump was replaced. At the pump replacement, the medication was taken from the old pump and placed in the new pump. The volume read out from the old pump was 25 mls and the scrub tech withdrew 26 ml total from the old pump. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump administered baclofen with concentration 200 mcg/ml at a dose rate of 74.98 mcg/day and fentanyl with concentration 25,000 mcg/ml at a dose rate of 9,372 mcg/day. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but was unknown. It was noted that the healthcare provider had no further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl and baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that a volume discrepancy occurred; the actual volume was reported to be "over 9" and the expected was 2 or 2.1. It was noted that the issue had been getting worse the past 2-3 refill appointments. The caller stated that their pain had been getting worse and that he was "not getting medicine". It was reported that magnetic resonance imaging (MRI) was performed in (B)(6) 2019 and no issues were found. No further complications have been reported as a result of this event.